Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 23 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include feeling shaky, could keep anything down and nausea. The patient was treated with IV (intravenous) dextrose. No information was provided on when the patient was released from the hospital. The pod was worn when seeking medical attention. Three follow ups were attempted but no new information was provided.